Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, it is likely the lamp was not able to ignite within the predetermined time due to the faulty ignitor. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, it was noted that the device does not ignite the xenon lamp due to a faulty ignition unit. The probable cause of the defect was due to normal wear and tear or customer's handling. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the evis exera iii xenon light source display an e103 error. The event occurred during preparation for use, prior to a diagnostic gastroscopy procedure. There was no patient involvement, no harm or user injury reported due to the event.